Manufacturer narrative:
Vyaire identification number: pc-(B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator had a malfunctioning scroll knob. It was also stated that the unit was getting hot. There was no patient involvement associated with this incident as it occurred during start up.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was duplicated and determined to be due to the lower encoder panel. The encoder panel was replaced, and the device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.